Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/09/2021. H6 component code: g07002 - device not returned. Additional information: h6. What was the name of the procedure? Unk. What was the procedure date? Unk. Was the fixation tab intact when the suture was placed in the patient? Unk. Please describe the surgeon initial technique with placement of suture: unk. Device return status: no feedback after 3 attempts for sample returning follow up. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. 11. Corrected data.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What was the procedure date? Was the fixation tab intact when the suture was placed in the patient? Please describe the surgeon initial technique with placement of suture: a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2021 and barbed suture was used. During the procedure, it was reported that fixation feature broke during unknown surgery. Another like device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested.